Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The patient's programmer also reflected a communication error. The patient had not recharged the ipg in approximately 6 months. A company representative met with patient and confirmed the issues. As such, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.

Event description:
Follow-up information revealed the issue is resolved.